Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device alarmed due to a battery inoperative reference failure (e/c (B)(4)). Unit was being used on a patient at the time the reported issue occurred; however, there was no patient or user harm.